Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 43 mg/dl. The paramedics came to the house to treat him. The patient does not remember visiting the hospital. The customer was assisted with trouble shooting and was informed to treat their glucose levels according to the sensor glucose readings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.